Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the unit went ventilator inoperative with error code message of machine and proximal pressure sensors failed. Additionally, customer also found error code message of air flow sensor calibration data error and data acquisition (da) board and flow sensor hours are zero. It is unknown if the unit was in clinical at the time the reported issue was discovered but there was no harm to the patient or the user reported.

Manufacturer narrative:
Updated. The field service engineer replaced the v60 data acquisition (da) to motor controller (mc) cable/motor controller (mc) bracket retrofit kit to resolve the machine and proximal pressure sensors failed error. Replacement of the kit did not resolve the air flow sensor calibration data error on the unit. Customer chose to resolve this issue at a later time. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined. If parts are returned, the complaint will be reopened.

Event description:
The customer reported that the unit went ventilator inoperative with error code message of machine and proximal pressure sensors failed. Additionally, customer also found error code message of air flow sensor calibration data error and data acquisition (da) board and flow sensor hours are zero. The unit was not in patient use at the time of the reported issue.